Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder arthroscopy, while using the spider limb positioner, surgical site arm kept falling down while attached to limb positioner. At times during use when surgical assist would touch anywhere on green wire connector cord, not just the button, the arm would fall. Surgical assist kept holding arm for safety. The procedure was successfully completed without delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no related failures. Factors that are known to contribute to the alleged fault/failure may include a component failure or connection issue. If the product is returned in the future the complaint can be reopened and evaluated. This failure mode will be trended to assess for any necessary corrective actions. No manufacturing related defects were observed.